Manufacturer narrative:
Received but not yet evaluated.

Event description:
It is reported that the device fractured during removal after trialing during a total knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and post feature fractured off. All pieces were returned for evaluation. Review of the device history record and receiving inspection report identified no deviations or anomalies. The device was manufactured in october of 2012 and had an approximate field life of four (4) years and two (2) months with an unknown frequency of use. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.